Event description:
Pt came to surgery for truncus arteriosis repair and conduit replacement. Cryolife homograft was used to make the appropriate repair. The graft kept coming apart as they sutured it. This caused the pt to need several units of extra blood to keep up with all the bleeding from the holes at the graft site. While still in the surgery graft developed a large tear that was not repairable and the pt had to be put back on bypass in a emergency status. The new homograft had to be removed and a second homograft had to be used to replace the graft that was defective. The pt was then taken off bypass after new graft was in place and bleeding was considerably less.